Manufacturer narrative:
(B)(4).

Event description:
It was reported that a clinical study patient experienced tissue damage in the throat due to the intubation associated with the vns implant surgery. The patient was given additional medication due to this issue. No additional relevant intervention has been received to date.

Event description:
Update was received indicating that the tissue damage in the throat from intubation resolved. No additional relevant information has been received to date.

Event description:
Additional information was received indicating that the patient experienced dysphagia secondary to the tissue damage in the throat due to vns surgery. It was reported that the dysphagia has since resolved. No additional relevant information has been received to date.